Manufacturer narrative:
Findings: reliability analysis not required. Unable to perform insertion test due to enlite-sensor returned opened/used. (Insertion needle not returned).

Event description:
It was reported that the needle was sticking out while still in the serter. Customer also called to report low blood glucose levels. Customer's blood glucose reading was 52 mg/dl. Nothing further reported.